Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed left bundle branch block (lbbb). No treatment was prescribed. Two days later another ECG revealed sinus tachycardia with atrio-ventricular (av) dissociation, wide qrs complexes, and premature ventricular contractions (pvcs) with junctional escape complexes. Five days post-implant procedure, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
Additional information was received that one month, five days following valve implant, the abnormal cardiac rhythms were reported to be resolved. No adverse patient effects were reported. A. Added patient information: weight in lbs: (B)(6). Ethnicity: no information. Patient race: no information d. Added suspect medical device. If information is provided in the future, a supplemental report will be issued.